Event description:
The customer was hosptialized for high bgs. Troubleshooting was performed. The programming and bolus history on the pump were accurate. In addition, a lead screw test was completed and the insulin exited.